Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation device remains implanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of deflation was received on (B)(6) 2021 with lot number 1163048. Visual analysis of the returned device identified: opening, crease flat, wear abrasion and white particles inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a sharp opening in the patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.